Event description:
The pt was hospitalized due to lesions in his right lower leg. The pt is enrolled in the (B)(4) registry in (B)(6). The pt was treated with a stent in the distal right sfa in (B)(6)2009. Eighteen months later, the pt returned with a critical lesion in the right common femoral artery, as well as restenosis of the supera stent. There was no report of vessel dissection or other peri-procedural events reported at the initial procedure that could have contributed to a later stenosis. It is believed that the in-stent restenosis is not directly the result of the stent but rather the result of disease progression in the sfa given that the restenosis was not identified for 18 months post index procedure, and there was also a new lesion in the adjacent right common femoral artery. Angioplasty was performed to alleviate the restenosis.

Manufacturer narrative:
There was no indication of a device malfunction. The cause of the event is likely the pt's disease progression.